Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a ¿scan again in 10 minutes¿ message and was unable to obtain readings. As a result, customer experienced hypoglycemia with unspecified symptoms. Customer was unable to self-treat, requiring third-party administration of juice, sugar and food for treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-10 was incorrectly documented in the previous initial report.

Manufacturer narrative:
Sensor 3mh00fzp0l4 has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Accuracy testing was performed and all results were within specification. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a ¿scan again in 10 minutes¿ message and was unable to obtain readings. As a result, customer experienced hypoglycemia with unspecified symptoms. Customer was unable to self-treat, requiring third-party administration of juice, sugar and food for treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.